Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported hearing a clicking sound of his ih-1000 instrument, followed by a burning smell. The instrument would then no longer power on. The customer unplugged the instrument until the field service engineer intervention. Nobody was harmed by this incident. Our field service engineer was on site and found the ups (power supply) to be burned out. The field service engineer was able to verify that no electrical power was generated by the ups (power supply) of the instrument and replaced it. Post service verification was performed in order to validate that the instrument was functioning within manufacturer specifications. After replacing the ups, activating the power switch successfully reinitiated the instrument. Post service verification was performed and the instrument has been validated to be in working condition. No incidents have been reported by the customer since, the instrument runs without issue. The old ups was sent to a recycling center therefore the cause of the initial component failure cannot be investigated based on available data. Our fse will continue to periodically monitor the working condition of the new ups.

Manufacturer narrative:
This follow-up report is submitted because our combined initial and final report was submitted carrying an incorrect date of submission (august 06 instead of august 07). We apologize for this error.

Event description:
The customer reported hearing a clicking sound of his ih-1000 instrument, followed by a burning smell. The instrument would then no longer power on. The customer unplugged the instrument until the field service engineer intervention. Nobody was harmed by this incident. Our field sercie engineer was on site and found the ups (power supply) to be burned out. The field service engineer was able to verify that no electrical power was generated by the ups (power supply) of the instrument and replaced it. Post service verification was performed in order to validate that the instrument was functioning within manufacturer specifications. After replacing the ups, activating the power switch successfully reinitiated the instrument. Post service verification was performed and the instrument has been validated to be in working condition. No incidents have been reported by the customer since, the instrument runs without issue. The old ups was sent to a recycling center therefore the cause of the initial component failure cannot be investigated based on available data. Our fse will continue to periodically monitor the working condition of the new ups.